Event description:
Approximately nine months after the index procedure, a CT of the abdomen/pelvis showed that the trapease pvcf fem/jug 55cm csi filter (466p306au) thrombosed, migrated, and it is resting at the tip of the right atrium. The pt was evaluated for removal (surgical/intervention) of the device, but at this time, the decision was made that it would be a high risk. The pt is a currently being treated with anticoagulation therapy. The physician indicated that it is unk what may have caused the event, but the pt's obesity may have contributed to the event. Additional info indicated that the pt was admitted with the diagnoses of subdural hematoma and recurrent (dvt) deep vein thrombosis. The indication for filter placement was subdural hematoma and history of pulmonary embolus. The procedure was conducted emergently, and the pt was on coumadin due to recurrent dvts, but was reversed prior to the procedure. The filter apex was placed at the infrarenal inferior vena cava (below the renal veins) that measured 27.5mm, no thrombus, widely patent, and no abnormalities. After the filter was deployed, there was complete wall apposition and no tilt. Anticoagulation was contraindicated.

Manufacturer narrative:
The pt has a history of recurrent dvts with coumadin, pulmonary embolus, and filter placement (trapease filter-(B) (6) 2009). In (B) (6) 2008, the pt was admitted with multiple pulmonary emboli with a deep venous thrombosis in the right lower extremity. The pt was discharged on coumadin and maintained until (B) (6) 2008. The pt was re-admitted in (B) (6) 2009 with recurrent pulmonary emboli. At that point, the pt was restarted on coumadin. The pt then admitted in (B) (6) 2009 with a right subdural hematoma treated with craniotomy. At that time, the pt had placement of a trapease filter. Once the subdural resolved, the pt was restarted on coumadin. On the day of the admission, the pt was putting an alternator in a car and noted the onset of numbness of the right had with lack of use and the pt had a focal seizure involving the right side. The pt came to the emergency room. Inr on the presentation in the emergency room was 2.7 with pt time of 30.3. CT scan showed a left subdural. There is an acute component layering over the tentorium and a more chronic component over the left convexity more anteriorly. The past medical history consisted of non-insulin dependent diabetes mellitus, hypertension, gout, dyslipidemia, dvt, and pe. Past surgical history of undescended testicle and craniotomy. Medication on admission consisted of coumadin 7.5 alternation with 5mg, norvasc 10mg daily, hyzaar 100/25 daily, allopurinol 300mg daily, toprol xl 25mg daily, and metformin 100mg daily. The pt had no allergies.

Manufacturer narrative:
It was reported that approximately nine months post implantation, CT demonstrated that the trapease thrombosed and migrated so that the tip is at the right atrium. The patient was evaluated for removal (surgical/intervention) of the device, but at this time the decision was made that it would be a high risk. The patient is currently being treated with anticoagulation therapy. It was reported by the physician that it is not known what may have caused the event, but that patient obesity may have contributed to the event. Indication for filter implantation was recurrent dvt and pulmonary embolism with new subdural hematoma. The filter implantation was performed emergently. The ivc which measured 27.5 was widely patent with no thrombus or other abnormalities. The filter was placed in the infrarenal ivc and, as per clinical report, the implantation procedure was unremarkable with complete wall apposition on all sides post deployment. The filter was deployed without tilt. Eight received images were reviewed by an independent interventional endovascular radiologist. The reviewer reported that there are several images from the initial implantation procedure. From a jugular approach, an inferior vena cavogram shows normal ivc anatomy. There is no evidence of ivc thrombus. The ivc diameter is estimated at 27-28mm; however, the ivc is only imaged in the frontal projection. No lateral or oblique images are seen. Subsequent images show deployment of the filter in an infrarenal location. There is complete filter expansion and good wall apposition. CT images were obtained approximately nine months later. The filter has migrated and is now seen at the ivc/right atrial junction. On the coronal reconstruction images there appears to be a large thrombus in the filter. The infrarenal ivc may be thrombosed. Film review conclusion: this complaint involves a patient who had a trapease ivc filter implanted for dvt/pe with contraindication for anticoagulation. Nine months later, the filter was noted to have migrated to the ivc/ra junction. The implantation procedure appears to be unremarkable. The ivc appeared to be well suited for filter placement. Caval diameter was estimated at 28 mm although it was only imaged in a single plane. It is possible, although unlikely, that the filter diameter was greater in ap dimension and this was not appreciated in the frontal view. Although ivc filter placement has become a routine procedure, the possibility of filter intravascular or extravascular migration is a well documented potential complication of this procedure. Risk factors for filter migration include abdominal trauma, abdominal procedures, and massive lower extremity dvt embolism. Additionally, fluid status at the time of implantation is important. If the patient is dehydrated at the time of implantation, the ivc could be decompressed and measure smaller in diameter. When the patient becomes euvolemic or hypervolemic the ivc diameter can expand considerably. The exact cause of filter migration in this case cannot be determined from the information provided. On the CT images, there does appear to be a large embolus within the filter and thus massive embolism appears to be the most likely etiology. An attempt at retrieval could be considered. The ivc is likely thrombosed therefore approach would have to be from the jugular vein. This procedure would involve a snare and placement of a large bore sheath. This should only be attempted by a very experienced endovascular physician. The obvious risk involved with observation alone is further filter migration into the heart. There are a few reports in the literature where filters are left in place within the heart and the patients had no significant side effects. These patients, however, were anticoagulated which is contraindicated for this patient. The filter remains implanted and the lot number is not known. Although no conclusion can be made, clinical factors may have impacted the event. There is no indication that the event is related to the device design or manufacturing process; therefore, no corrective actions will be taken at this time.